Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched message caused by the door hooks being out of specification. The door hooks were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched in the intensive care unit. It was also reported that there was no patient injury.